Event description:
It has been reported to co that following the insertion of the device into the artery, as the physician attempted to remove the dilator, it appeared as if the gasket of the device had dislodged. Manual pressure was applied with no further consequences to the pt. The device is not being returned for co analysis.